Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a worn slider switch of the scope socket due to the age of the device and repeated use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty slider switch inside the scope socket sticking intermittently, causing the reported problem.

Event description:
A user facility reported to olympus that a scope error occurred and the front panel lights were constantly blinking. The problem, as reported to olympus, was found on reprocessing of the device. There was no patient injury or harm, associated with the problem, reported to olympus.